Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that she had a packaging issue ¿ mini usb cable was missing from her onetouch verio iq testing kit. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged missing product issue occurred on (B)(6) 2016. The patient denies taking any medications to manage her diabetes and detailed that he has been participating in exercise for the last 20 years. The patient reported that on (B)(6) 2016 on an unspecified time after the alleged issue began she developed the symptom of blurry vision. She denied receiving any treatment. At the time of troubleshooting, the cca noted that the closure seal on the packaging was intact prior to opening. When cca educated the patient on the correct contents that come with the kit, he confirmed there were was missing products. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.